Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery or blank display. The lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window cracked near display window corners and cracked reservoir tube lip. The insulin pump was program with glucose sensor simulator and minilink transmitter and device communicated properly. The insulin pump was program with one touch ultralink meter and communicated properly. No low battery noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test on the insulin pump. The customer also reported a blank display while troubleshooting for the failed battery test. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. The customer was also unable to perform a self-test on the insulin pump. Customer's blood glucose was 157 mg/dl at the time of incident. The customer's blood glucose was 58 mg/dl at the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.